Manufacturer narrative:
(B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the kidney during a percutaneus nephrolithptomy procedure on (B)(6) 2021. During the procedure, the shrink sleeve detached. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported due to this event.